Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates and glucose tablets to address low bg. Reportedly, the customer alleged that the basal rate is too high. Customer adjusted the basal rate to resolve the issue. In addition, it was reported that the customer experienced a low bg of 48 mg/dl. Customer delivered intended bolus amount, but it ended up being too much insulin causing the low bg. Customer consumed carbohydrates and glucose tablets. Recommendation was made to consult with healthcare provider regarding diabetes management.